Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock cannot turn valve. The following information was provided by the initial reporter, translated from japanese to english: when the patient was given liquid, when using the three-way infusion, it was found that the infusion device at the connection point could not be connected. It was found that the knob of the three-way infusion could not be turned, and a new three-way valve was replaced immediately, and no adverse reactions were caused.